Manufacturer narrative:
Product complaint # (B)(4). (B)(4).   No additional information is available. If the device or further details are received at a later date a supplemental medwatch will be sent.   If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a sling procedure on an unknown date and the mesh was implanted. It was reported that the patient experienced constant pain, constant utis, back pain, abdominal pain, brain fog, nerve pain in legs and hips, hip pain, knee pain, vomiting and nausea, paper-thin nails, hair falling out in clumps, pelvic pain, abscess, painful sex, pain sitting, pain standing, pain walking, pain lying, food intolerances, nervousness, depression, anxiety, sleeplessness, lower back pain, voiding issues, intimacy issues, groin issues, teeth breaking, and grinding jaw. It was also reported that the patient was forced to have a hysterectomy. Also, the patient was given a diagnosis of a personality disorder.